Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient called stating she had a left knee replacement in 2010. Patient is alleging that a wire is cutting into her nerve. She would like to know if her implants are part of a recall.